Manufacturer narrative:
The date of the incident is unknown, therefore the date of the article was used as the estimated date of the incident.

Event description:
An article in the journal of vascular surgery (¿ten-year outcome analysis of the italian excluder registry with the gore excluder endograft for infrarenal abdominal aortic aneurysms¿ published by giovanni pratesi et al in 2017), reviewed 461 patients with abdominal aortic aneurysm who underwent elective endovascular aneurysm repair with gore® excluder® aaa endoprosthesis at four italian centers between 1998 and 2006. An article in the journal of vascular surgery (¿ten-year outcome analysis of the italian excluder registry with the gore excluder endograft for infrarenal abdominal aortic aneurysms¿) reviewed 461 patients with abdominal aortic aneurysm who underwent elective endovascular aneurysm repair with gore® excluder® aaa endoprosthesis. Among others a primary end point was freedom from aorta-related mortality (arm) during the follow-up. During a mean 94.4 months, 116 deaths were recorded. When the population of patients was stratified according to operative risk and demographic data, neither asa class nor age was a significant predictor of long-term survival. During the follow-up, arm was detected in two cases, an abdominal aortic aneurysm (aaa) rupture (month 21) in a patient who was treated with urgent conversion but died later in the postoperative course and a rupture (month 24) of a thoracic aortic aneurysm. Additional causes of death were stated to be the following: aorta nonrelated, cardiovascular, cancer, respiratory insufficiency, major stroke, multiple organ failure, left-sided heart failure, renal insufficiency, road traffic accident, old age and unknown.

Manufacturer narrative:
(B)(4).

Event description:
An article in the journal of vascular surgery (¿ten-year outcome analysis of the italian excluder registry with the gore excluder endograft for infrarenal abdominal aortic aneurysms¿) reviewed 461 patients with abdominal aortic aneurysm who underwent elective endovascular aneurysm repair with gore® excluder® aaa endoprosthesis. Among others a primary end point was freedom from aorta-related mortality (arm) during the follow-up. During a mean 94.4 months, 116 deaths were recorded. When the population of patients was stratified according to operative risk and demographic data, neither asa class nor age was a significant predictor of long-term survival. During the follow-up, arm was detected in two cases, an abdominal aortic aneuerysm (aaa) rupture (month 21) in a patient who was treated with urgent conversion but died later in the postoperative course and a rupture (month 24) of a thoracic aortic aneurysm. Additional causes of death were stated to be the following: aorta nonrelated, cardiovascular, cancer, respiratory insufficiency, major stroke, multiple organ failure, left-sided heart failure, renal insufficiency, road traffic accident, old age and unknown.